Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and severely calcified mid-left anterior descending artery. A 2.50 mm x 12 mm emerge balloon catheter was advanced for dilation. However, during initial inflation at nominal pressure, the balloon ruptured due to calcium. The device was completely removed, and the procedure was completed with a non-compliant balloon. No patient complications were reported.